Manufacturer narrative:
B5; h6 (patient code).

Event description:
It was reported that multiple occlusion alarms occurred. Customer resumed insulin delivery. Customer's blood glucose was 233 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer resumed insulin delivery. No reported impact to the customer¿s blood glucose level.